Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in shock impedance measurements from around 110 to 120 ohms over approximately the past month. No values were reported to be out of range. Boston scientific technical services provided troubleshooting options, and the rv lead remains in service. Additional information provided from the field indicated the shock impedances measurements eventually reach out of rage values of greater than 125 ohms. The rv lead remains in service. No adverse patient effects were reported.